Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and cervical/neck reported they had chest problems during their procedure where their chest was cramping, and no one would listen to them (the consumer was unsure if this was before or after surgery). The consumer then stated their chest seized up and they basically died for a bit. Refer to manufacturing report # 3004209178-2016-24258.

Event description:
Additional information received from the consumer reported the procedure they were undergoing when they experienced the chest cramping and chest ¿seizing¿ was the replacement of the ¿tens unit,¿ but the symptoms had nothing do with the ¿tens unit, and there was nothing wrong with it.¿ according to the consumer that circumstances that led to the chest cramping and seizing during the procedure was their ¿lung doctor didn't listen to them when they told them their inhalers were causing cramping, but that doctor was no longer their doctor.¿ the consumer now had a new doctor who listened to them and answered all of their questions. When asked if the chest cramping and seizing had been resolved, the consumer stayed they were ¿hoping to pluck up the courage to go through with this next replacement-it totally scared me.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported no surgical intervention was performed at their location in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.